Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Block h3: the visions pv .014p rx catheter was returned for evaluation. Visual inspection found a zipper tear starting from the guidewire exit port to the stretched distal shaft. The core wire was bent and exposed, the inner member and microcables were broken, resulting in a sharp edge at the core wire and broken microcables. Block h6: the probable cause of the damage observed is due to use handling. Device manipulation, impact and applied pressure associated with use and handling can further affect the integrity of the device. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a visions pv .014p rx catheter was used in a therapeutic peripheral procedure. After pullback, upon taking the catheter out of the body and off the guidewire, it frayed apart but remained intact. The procedure was completed with no additional intervention. No patient injury reported. During the product return evaluation, sharp edges were found from the broken microcables and exposed core wire. This product problem is being submitted due to sharp edges observed. There is a potential for harm if the malfunction were to recur.